Event description:
Customer requesting an event log review based upon a report that the secondary medication of magnesium infused too rapidly. Intended programming of magnesium was 100 ml/hr. Saline was running as a primary infusion. No patient harm or medical intervention required. Investigation ongoing. Upon completion, a follow up report will be sent.

Manufacturer narrative:
Patient information requested and all available information is included.